Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that unintended material was left in the joint. Note, it is not confirmed whether the material was part of this device.

Event description:
It was reported that unintended material was left in the joint. Note, it is not confirmed whether the material was part of this device.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken metal piece. Probable root cause: design: inserter / implant not compatible with guide. Inserter material / design too weak. Inserter shaft cannot bend around curved guide. Drill not designed to center hole with respect to guide. Guide mouth not designed to grip bone. Guide not able to be gripped tightly. Process: inserter, implant, and / or guide manufactured out of spec anchor coating process out of specification. Application: excessive force impacting inserter movement of guide out of orientation to pilot hole use of wrong drill. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.